Event description:
It was reported that the patient presented in the clinic for a routine follow-up. A noise reversion episode was noted on a stored egm. Review of the recording indicated a possible external noise source since it was sensed on both nearfield and farfield channels. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.